Manufacturer narrative:
A steris service technician inspected the knight chemical dosing system and found the lubricant line to be clogged. A check valve on the lubricant line required replacement as it was not operating properly subsequently causing lubricant to not flow through the line. The technician cleaned out the lubricant line, replaced the check valve and ran a test cycle. The washer and knight chemical dosing system were operating properly. No additional issues have been reported.

Event description:
The user facility reported that their knight chemical dosing system to their reliance synergy washer was leaking lubricant out onto the floor. No report of injury.